Event description:
It was reported that during a deep rectum procedure, the device did not cut completely, but did not staple (no b-form. The staple line was overstitched by hand. The surgeon stated no connection to the device.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.